Manufacturer narrative:
Concomitat medical product(s): 4076-52 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with lightheadedness. It was reported that the right atrial (ra) lead exhibited intermittent atrial undersensing during atrial arrhythmia episodes. The lead remains in use. No patient complications have been reported as a result of this event.